Event description:
It was reported that the event involved a male patient that expired while in the cardiothoracic operating theater. Indications for use: low blood pressure. Approximately 20 minutes after the intra-aortic balloon (iab) was inserted through the super arrow-flex sheath via femoral with no difficulty or complications, blood was observed in the line. The arterial line was blocked, probably with a blood clot and the ap (arterial pressure) trigger was lost. As a result, ECG trigger was able to be used. There was no pump strips generated. The last x-ray performed was (B)(6) 2012 and is available for review. There were no patient complications or injury noted. It is unknown if there was a delay or interruption in therapy. The patient outcome was the patient expired. It is noted that the intra-aortic balloon pump used was the acat1plus, serial # (B)(4).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.